Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. Eri triggered on (B)(6) 2016. Ventricular capture management trend data shows average thresholds varying from 0.375v up to 1.25v, some max measurements of greater than 2.5v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited a sudden drop in battery voltage which resulted in premature battery depletion. Ventricular capture management (vcm) exhibited increased outputs and showed varying threshold results. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.